Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 38 alarm on 10/01/2025 from 06:27:38.000 until 06:51:44.000 and 10/02/2025 at 09:18:41.000. Pump alarmed pump error 38 during the rewind test. Unable to verify insulin flow blocked/no delivery alarm and perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. In further analysis of the pump history found no insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 02-oct-2025 in the formatted history file. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly, change sensor alert or sensor updating alert. Pump was cut open to perform visual inspection and found corroded motor home switch. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. Pump error 38 alarm during the rewind test and pump error 38 alarm confirmed in the pump history due to corroded motor home switch. Customer alleged not confirmed for change sensor alert and sensor updating alert. Unable to verify insulin flow blocked/no delivery alarm due to pump error 38 alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed) and received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) unomedical, unk_reservoir, unk_sensor, mmt-1884. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarms. Troubleshooting was performed for sensor alerts, and the customer received a change sensor and sensor updating alarms. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for unk_reservoir. No product return is required for unk_sensor. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.